Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for the past couple weeks, they had been seeing an rm03 message on their controller when trying to charge their implanted neurostimulator. Patient said they had tried resetting the controller, but that didn't resolve the issue. Patient spoke with manufacturer representative via phone today and was redirected to patient services. Agent asked, patient said the recharger would get a little warm, but not hot to the touch. Patient said they had two controllers (one had been lost, replaced, then rediscovered) and the same issue was happening between both controllers. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.